Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced signal loss of the dexcom g7 continuous glucose monitor (cgm) to the ilet while the dexcom mobile app continued to display glucose readings, and the user restarted the pairing process after toggling bluetooth, restarting the device, and re-entering the g7 pairing code. Customer care provided support that included technical troubleshooting with user education and re-pairing steps. Investigation of this case revealed loss of communication between the cgm and the ilet, consistent with a connectivity issue without evidence of sensor failure. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no hospitalization and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication disruption resolved through re-pairing.